Manufacturer narrative:
The device will not be returned to the manufacturer for investigation. The sales rep has visited the account to review the instructions for use and in-service the device.

Event description:
It was reported that after the procedure, the cord between the battery pack and the handpiece was cut. When the battery pack was thrown into the trash, it burst and began to smolder. The instructions for use included with this device state: "warning: do not cut the power pack from the unit for disposal. Cutting through the power cable could result in shock, excessive heat and/or sparks, which may cause personal injury and/or fire."